Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sorin reported that this lead gave multiple shocks due to noise and there was a suspected insulation break. This lead was extracted but an explant date was not provided.